Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues related to the complaint were noted. The pushwire and pipeline were returned for evaluation. The pipeline was still attached to the pushwire. The distal end of the pipeline was not opened due to damaged braid. The proximal end of the pipeline was found fully opened with damaged braid. No other anomalies were observed. Based on the above findings, the customer's complaint was confirmed. It is possible that the damage to the braid may have contributed to the reported issue subsequently causing failure to open at the distal end. However, the cause of braid damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic (covidien) received report that the distal segment of a pipeline flex did not open during embolization of a giant aneurysm in the left internal carotid artery (ica). The physician navigated and positioned the microcatheter and pipeline flex, then started release of the distal segment of the pipeline flex. The microcatheter was removed slowly and it appeared that the pipeline flex did not open. It was observed in detail under fluoroscopy and slow release continued slowly advancing and retracting guide pipeline as recommended by the microcatheter. Although it slowly, centering catheter is observed and the distal segment of the pipeline flex did not open. The physician resheathed the pipeline flex completely and re-deployed, but it was still did not opening at the distal end. The physician removed the pipeline flex leaving the microcatheter as access was difficult due to size and morphology of aneurysm. Another pipeline flex was used; it opened in all segments and released without any problem through the same microcatheter. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device has not been returned for analysis; therefore, the event cause could not be determined. (B)(4).